Manufacturer narrative:
Upon completion of investigation a follow up will be filed.

Event description:
The affiliate reported: the patient is female and (B)(6), diagnosed as hydrocephalus. The surgeon did v-p procedure and implanted our valve on (B)(6) 2013. No abnormalities noted during that time. After 4 months of the procedure, the patient had headache and experienced blurred vision. The surgeon adjusted the pressure for 6 times and decreased to 10-20mmh2o each time but could not ease the patient¿s symptoms. CT check on (B)(6) 2014 indicated the ventricle was enlarged. The surgeon suspected the valve was obstructed and had to remove the valve on (B)(6) 2014. Another valve was implanted at the same time. The patient has already discharged on (B)(6).

Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm the problem reported by the customer. The lot number was clhd1m, serial number (B)(4), product code 82-3834 and not 82-3832 as first noted in etq. -the position of the cam when valve was received was 200mmh2o. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore, a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was reflux tested and the valve passed the test. The valve was tested for programming and the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 200mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.